Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer confirmed that no image was displayed on the d32f-34 vizio monitor. Tac requested for the customer to send a photo of the cable and the back of the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the root cause of the ¿unable to display image¿ issue was due to off label use of an unsupported a monitor. A final root cause of the event was unable to be identified as the device was not returned for evaluation. Additionally, tac made three diligent attempts to reach the customer in order to send a photo of the cable and the back of the monitor, however the attempts were unsuccessful. Olympus will continue to monitor field performance for this device.